Manufacturer narrative:
As received, a partial lead (connector end) was returned in one piece measuring 8.6cm/8.4cm (inner insulation/outer insulation). Lead impedance test could not be performed due to as received procedural damage to the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Additional information received noted the lead was explanted. The explant date was unknown. No patient symptom was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04027. It was reported that the patient presented in clinic for a routine office check. Upon investigation, it was noted the implantable cardioverter-defibrillator exhibited t-wave oversensing after post sensed events. Programming changes were made. Further investigation also noted the right atrial (ra) lead exhibited high lead impedance. No intervention was made to the ra lead since noise has yet to be noted on the lead, and it was still capturing and sensing well. The patient was stable.